Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the physician requested a revision of this inflatable penile prosthesis (ipp) due to lack of fluid in the prosthesis. Records indicate that the revision surgery has not yet taken place.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to lack of fluid in the prosthesis. The pump and cylinders were removed and replaced and disconnection in the system was identified upon removal. The patient had a good outcome following the surgery.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: with all the available information boston scientific concludes that the reported lack of fluid was not confirmed due to the identified leak was the result of explant damage. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected and examined ; no visual damages were found upon inspection. Under microscope observation it was noted that the pump was contaminated. The pump was not functionally test due to the contamination was identified within the pump. The cylinders were visually inspected, leak tested and examined. Both cylinders had a large tear; a hole from avulsion in the outer tube, that was the result of wear against the kink resistant tubing (krt). Both cylinders had leaks with broken fabric threads in the proximal cylinder bodies that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Both cylinders were not pressure test due to that leak was identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to lack of fluid in the prosthesis. The pump and cylinders were removed and replaced and disconnection in the system was identified upon removal. The patient had a good outcome following the surgery.